Event description:
Procedure: sigmoidectomy. According to the reporter: after the anastomosis was performed, bleeding was found and treatment was done to stop the bleeding. Six days after the surgery, the pt claimed of stomach ache and leakage was found. The pt is currently under observation. Re-operation may be done in the future.

Manufacturer narrative:
(B)(4).